Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Recall: z-0955-2020. (B)(4). S/w 2.10h. Unit received with a depleted procell alkaline battery installed. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0873 inches. Unit uploaded properly using carelink. Unit had minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, peeling serial number label, pillowing keypad overlay, stained keypad overlay and a cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis; 01/12/2021 dailytotalofallinsulindelivered = 23.675. 01/13/2021 dailytotalofallinsulindelivered = 21.725. 01/14/2021 dailytotalofallinsulindelivered = 22.725. 01/15/2021 dailytotalofallinsulindelivered = 22.65. 01/16/2021 dailytotalofallinsulindelivered = 23.725. 01/17/2021 dailytotalofallinsulindelivered = 23.75. 01/18/2021 dailytotalofallinsulindelivered = 13.675.

Event description:
(B)(6) 2021 21:35:22 pst ice batch user (batch_ice) phone (B)(6) complaint: (B)(4). Complaint status: in process mdt initial contact: (B)(6) taken by: snieda2 27/jan/2021 3:35 pm snieda2: pump: 7179735 res: 7179733 inf set: 7179732 inquired what led up to the complaint. Customer response: cx's husband transferred from sharon lalonde in cs for death notification. Deceased reporting per dop114-980. What led up to event: cx was diagnosed 12 years ago with long term illness spinocerebellar ataxia. First and last name of person reporting event: (B)(6). Best phone number to reach person reporting event: (B)(6). Relationship of person reporting event to the deceased: husband. Was sick for 12 years - had loss of motor skills and body functions, eventually not able to walk, speak, and lastly to swallow. Delete (B)(6) phone # on account. Reporting party is aware of the deceased event details. Date of customer passing: (B)(6) 2021. Cause of customer passing as indicated by reporting party: not diabetic related - long term disease spinocerebellar ataxia. Location of customer¿s passing: creek way village long-term care facility. Date customer was admitted to hospital, emergency room or hospice (if known): (B)(6) 2020. Bg at time of admission to hospital, hospice and/or emergency room, (if known): unsure of bg at time, but a1c was around 8.3/8.5. Does reporting party indicate other health issues or illness that may have contributed or led up to passing? No other health issues other than long term disease spinocerebellar ataxia. Does reporting party recall the initial onset or timeframe of health issue or illness? Cx was diagnosed 12 years ago.. Most recent a1c in dec was around 6.1 was pump worn at the time of passing? Yes. Pump was disconnected about 30 minutes before her passing away. Pump material number: mmt-1714. Pump serial number: (B)(4). Infusion set material number: mmt-242600. Infusion set lot/batch: unsure. Reservoir material number: mmt-332a. Reservoir lot/batch: unsure. Name of glucometer being worn or used (ascensia, lifescan, etc.): ascensia contour next link and was using freestyle libre system. Was medtronic cgm included in diabetes therapy? No. Customer's outcome pertaining to the complaint: gathered appropriate information from husband and documented under all devices in use. Sending return label and box for return of pump. Ship: 1 x retlab, 1 x canister/return: 1 x mmt-1714 630g, unopened inf sets and reservoirs (as per cs conversation with (B)(6) zwr # 6185779367 country: canada city: (B)(6) zip: (B)(6) input date: (B)(6) 2021 warranty start: 04/19/2017 warranty end: 04/19/2021 batch - ng1588562h.